Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) in (B)(4) for investigation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer stated that an f&p rt380 adult dual- heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt380 circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.